Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that the occluder was not fully closing the venous tubing of the perfusion circuit. The user used a large hemostat instead of the occluder to fully occlude the tubing. The device was not changed out. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.